Event description:
It was reported that pump experienced malfunction alarm without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and no additional information was received regarding any further outcome.